Event description:
Following an unrelated procedure, the device was interrogated and av desynchrony was occurring. A revision procedure was performed and the right ventricular (rv) lead was explanted and replaced to resolve the event. The rv lead insulation was twisted and blood was visible. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of insulation twisted was confirmed. Visual inspection found the outer insulation was twisted. X-ray inspection found over torque of the inner coil consistent with procedural damage. The cause of insulation twisted was due to over torque of the inner coil consistent with procedural damage. The reported event of blood was visible was confirmed. Visual inspection found the outer insulation was cut and blood penetrated the outer insulation at proximal region. The cause of blood was visible was due penetration of blood in the cut to the outer insulation consistent with procedural damage.